Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Broken/damaged. Corroded - iui. Damaged/cracked - wiper seal, flange gripper, handle, case front, and barrel clamp assy. Damaged - label. Hinge damaged - pca door. Broken/damaged- 07/26/2019 13:54:56 rfc_repairs (rfc_repairs) po for $529. Lauryne to submit repair estimate for approval 08/26/2019 06:44:58 lauryne wasan (lwasan) updated from mnr to mjr for the major repairs needed per allan dulay, service tech. Repair approval confirmed by rykie pratt, biomed, at pratt.rykiel@scrippshealth.org for $579. Repair completion to reference po# 819-1589 - not credit card. 08/26/2019 06:47:27 lauryne wasan (lwasan) correction: approved for $529 08/30/2019 12:39:55 arjie ancheta (aranchet) 9632001960920413730700457111900623.